Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that there was a catheter issue. The health care provider (hcp) tried to aspirate the catheter at the side port without success. Additionally, under fluoroscopy, the hcp was not able to follow the catheter past the anchor to the intrathecal space. It was noted that the patient had major spine surgery in may 2013, and the hcp suspected something could have happened to the catheter at that time. The location of the catheter issue was unknown. X-rays were performed. The hcp was to follow up with the surgeon and then decide what to do at that point. The patient status at the time of the report was stated as ¿alive-no injury¿. There were no patient symptoms associated with this event. The pump contained saline. Additional information has been requested, but was not available as of the date of this report.